Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red. The patient's nurse recommended the patient use cortisone cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.